Event description:
When dr. [Redacted] went to use the laser, it didn't sound right when we did the first shot, the laser fiber beam also wasn't on. We went to re-plug in fiber, and it still didn't work.